Event description:
The customer reported approximately one (1) milliliter of clear fluid leaked behind the red blood cell (rbc) bath involving coulter hmx hematology analyzer with autoloader. The fluid was contained within the instrument. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the incident. Patient results were not impacted. The field service engineer (fse) went to the facility to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the source of the leak to be the brown stripe tubing at pinch valve pv68. The fse replaced the affected tubing and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).